Event description:
It was stated that the customer was hospitalized for high blood glucose levels. The customer's blood glucose levels were over 1000 mg/dl and he was in a coma. It was also stated that the customer fell and the insulin pump cracked. The customer tried to glue it back together and when attempting to prime, insulin shot out in a stream. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.